Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 6, 2016 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information received when the medical surveillance specialist requested the csr follow-up with the patient. The patient claimed that the issue began on (B)(6) 2016 at approximately 8am when she allegedly obtained a blood glucose result of 278mg/dl using the subject device compared to a reading of 202mg/dl using a onetouch vita meter, both measurements within 30 minutes of each other. Based on statistical methodology, the difference between the measured results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes using an insulin pump and the patient reportedly consumed additional food/drink on (B)(6) at 8am in response to the alleged issue. The patient claimed she experienced symptoms of ¿hypoglycemia¿ specifically blurred sight, approximately 1.5 hours after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the patient¿s testing technique was correct, an approved sample site was used and the test strips were stored correctly and within expiry. The csr was unable to confirm if the meter was set to the correct unit of measure. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. Although the patient did develop signs or symptoms suggestive of hypoglycemia, the symptom of ¿blurred sight¿ does not meet lifescan's serious injury reportable criteria for hypoglycemia. This complaint is however being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.